Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a tlif with posterior fixation surgery (l4-s1) that two set screws, in particular, required increased pressure for reduction. The set screw drivers would not hold set screws, nor break off the final set screw. An alternative set screw was used and broken off. No fragments of the hardware were remaining in the patient. No patient complications were reported as a result of this event.